Event description:
It was reported that when using the bd pyxis¿ anesthesia station es intermittently displayed as download stopped on health sight viewer. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an incorrect time. A technical support specialist (tss) dialed into the server and validated that the station appeared in devices with a download stopped notice. The tss then dialed into the station and noted that the station time was delayed by 10 minutes. The tss corrected the time to sync with the server, after which the station no longer appeared in the health sight viewer. The customer validated normal operation. The system functioned as intended after the technical support specialist troubleshot the device.